Event description:
During resmed evaluation, an astral device displayed a battery inoperable alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed a battery inoperable alarm and did not power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence, an investigation determined that the reported complaints were due to a faulty/defective battery and a software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).